Event description:
The customer reported via phone call that they had issues with their sensor. The customer stated the sensor would repeatedly alert them that they were high. It was also reported the customer had a weak signal alarm with the sensor. The customer also reported a high blood glucose of 569 mg/dl previously. Customer's latest blood glucose was 205 mg/dl. It was also found the customer had blood at site with their previous sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.